Manufacturer narrative:
The lens remains implanted and is not available for evaluation. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
A consumer reported undergoing yag laser surgery of the right eye as a result of halos and glare three months post implant of a sofport intraocular lens (iol). The patient reported halos and glare within the first few days of implant that had continued and had not diminished. The symptoms were reportedly severe and impeded daily activities and night driving, which negatively affected lifestyle and livelihood. The patient reported visualizing flare and starburst patterns. The patient had a competitor¿s lens explanted one year post implant from the right eye as a result of night vision difficulty and blurred wavy vision. At this time, the sofport lens was implanted. This procedure was not complicated in any way. The orientation of the lens did not change. The iol optic was free and clear. Eye drops were recommended post-operatively. The patient noticed no significant improvement in vision after the iol exchange. The doctor anticipated stabilization but there had been no improvements. The patient had similar concerns for his left eye which contains a competitor¿s lens. The patient underwent yag laser three months post implant and reported improvement in vision. The procedure effectively eliminated radiating light patterns and starburst vision. There is some residual glare and the patient is still experiencing some issues with night driving. In the surgeon''s opinion, the likely cause of the event is that the patient is keenly attuned to subtlety in vision and has mild residual myopia.